Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
Patient revised on (B)(6) 2017 due to an infection. Primary surgery on (B)(6) 2016. No further information available.